Event description:
It was reported through clinical study that following laparoscopic adjustable gastric band insertion a port wound developed on the left side and the wound dehiscenced. There was an active hematoma that was drained. The port was removed in 2010. A culture was taken and there was no sign of infection. The port will be replaced at a later date when the site has healed. There were no other patient consequences.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.